Event description:
It was reported that during a facial plastics surgical procedure, the bur broke off inside the attachment. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that a replacement was available to complete the procedure.

Manufacturer narrative:
The bur and attachment subject to this investigation was not returned for evaluation. Part number and lot number information has not been provided to permit further investigation. The root cause is undetermined. The attachment associated with this MDR is as follows; part number: 5100015270, lot number: 11334.